Event description:
It was reported that the customer was hospitalized due to a medical emergency on his flight from united states to hong kong. It was stated that the insulin pump had no delivery alarm. It was stated that the customer's blood glucose reading was over 400mg/dl, and he threw up several times during the flight. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.